Event description:
It was reported that the knee would not go up, the patient right side fowler button was not working, and the patient foot right timing link would not lock in the up position. No adverse consequences alleged.

Manufacturer narrative:
Timing link.